Event description:
It was reported the pt was in the hosp due to a possible infection at her scs ipg site. The pt's physician stated she has a history of (B)(6). The pt was treated with IV antibiotics. Cultures were taken and confirmed the pt had a mrsa infection. The pt's scs sys was explanted on (B)(6) 2014.

Manufacturer narrative:
Evaluation codes: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.